Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 689 mg/dl. The patient reports they had lost their controller and did not have a back up method for treatment. The patients reported symptoms include dehydration, nausea and feeling weak. Once at the hospital the patient was treated with manual injections of lorazepam potassium (25 mg), levothyroxine (112 mg), finoxadine (20 mg) and baby aspirin. The patient was discharged from the hospital the following day.